Manufacturer narrative:
The concerned unit was inspected by siemens local service. The onsite inspection showed damages to the connection cable plug from the table to the trolley on the control modules. This resulted in the footswitch problem. Some of the pins were bent and the plug connections were difficult to move. Additionally, the sockets of the connection panel on the table were damaged as well as both connector-cover and cable-holder were broken. The detailed investigation did not reveal any system issue causing or contributing to the identified damages. According to our experts, the damages must have been caused by an external force such as collision with an obstacle (e.g. Trolley). The operator manual contains adequate information on how to avoid collisions. To resolve the reported issue, the cable from the table to the trolley, the connection panel on the table, the control module connection board on the trolley and the footswitch were exchanged as part of service activity. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee multi-purpose system. During an emergency procedure, the user experienced sporadic issues with x-ray release. The patient was relocated to another hospital to complete the medical procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.